Event description:
The company was informed that the pt reportedly experienced sudden loss of sound. External equipment was exchanged, but the issue was not resolved. The center confirmed that the device was not functioning. Revision surgery will be scheduled.